Manufacturer narrative:
This MDR involves one patient that was implanted with two devices. This report identified as "2247858-2014-00006-device 1" is for the first device. The separate section report identified as "2247858-2014-00006- device 2" is for the second device. Additional catalog#: 28m336145322490u, additional lot#: 130925180, additional expiration date: 09/25/2016. Conclusion: based on the narrative, it does not appear that the paralegia was caused specifically by bolton's device, but rather by the nature of the tevar procedure.

Event description:
Case report from (B)(6) reported as: "on (B)(6) 2013, relay 38/34-150 and relay 36/32-150 were implanted in zone2. Both of lower limbs moved a little immediately after the procedure. On the next day, paraplegia on both lower limbs of the patient was observed. Although spinal drainage was tried, the drainage tube was not inserted well. Right-left axillary artery bypass procedure, for improvement of blood flow of vertebral artery, didn't help. As of (B)(6) 2014, the patient was complete paraplegia on his both limbs. He is in rehabilitation in the rehab hospital." Doctor's comment: the possible causes of paraplegia were that blood flow of left vertebral artery was decreased by occluding subclavian artery was decreased by occluding subclavian artery and left subclavian artery root with the thoracic stent graft and the coil respectively, and that blood flow of occluded intercostal artery was inadequate. Paraplegia may be caused by the other device than the relay products; therefore, the relation between this event and a device failure are identified.